Manufacturer narrative:
As reported, the involved beamer argon probe is not expected for evaluation, as it was discarded at the user facility following the first surgical procedure. Without the actual product, an evaluation could not be performed and the root cause of the reported patient injury was unable to be determined. The manufacturing documents are held at the contract manufacturer's facility, (B)(4). A review of the device history records, DHR, has been requested of the contract manufacturer. If any manufacturing discrepancies or significant information is revealed in the DHR, a supplemental report will be filed. To date, no similar complaints have been received for this item and lot number combination. A two (2) year review of complaint history for this device family showed this as an isolated incident. During this same time frame approximately (B)(4) were sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there have been no patient long term adverse effects reported regarding this reported incident. The user facility in their event description noted that this was the first time this device was utilized by the clinicians in this procedure. It was also noted that a couple of times during the procedure the device was activated while the argon probe was buried in the mucosa. The IFU, instructions for use, state in the warnings section, "never activate the argon beam probe when in direct contact to the tissue as this may cause a mild embolism or a risk of perforation." With the available information it is conjectured that the cause of the bowel perforation is use error of the beamer argon probe. The conmed beamer argon probe is a flexible, single patient use catheter which delivers argon gas for non-contact therapy through argon beam coagulation. To reduce the risk of patient injury, the IFU provides the user the following warnings: the distal end of the probe must always be within the field of view of the endoscope before and during activation of the beam. Never activate the beam without visually checking. Never activate the argon beam probe when in direct contact to the tissue as this may cause a mild embolism or a risk of perforation. Before using electrocautery, ensure that no endogenous gases are present in the lumen of the subject organ. Disposed of after original surgery.

Event description:
The customer reported that during the first time trial of an argon beamer probe and beamer esu in a procedure of argon therapy for lesions in the cecum, a bowel perforation occurred. The beamer programs utilized were argon standard and argon right colon during the case. While using the argon standard program, the coagulation was increased to 35w and the argon gas flow rate was increased to 1 l/min. To create a better beam. As reported by the end-user, a couple of times during the procedure the device was activated while the argon probe was buried in the mucosa. There were no visible issues during the case and no complications reported. The procedure was completed as planned. However, two days post-op the patient reportedly required further surgery due to a bowel perforation. No further information is available and what caused the bowel perforation is unknown at the present time . Attempts are being made to acquire further information regarding the second surgery as well as the patient's latest outcome. If significant information to this report is received a supplemental report will be filed.